Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After the device software was downloaded, normal device function resumed. The patient noted that he/she had been undergoing radiotherapy treatment and had recently completed the final session.